Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to implant a visipro stent for the treatment of a 55mm calcified lesion with 90% stenosis in the mid left common iliac artery. The artery was 6mm with moderate calcification a mild tortuosity. A 6fr non medtronic sheath was used and a 0.035 x 260cm non medtronic guidewire. Embolic protection was not used. The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated with a 4mmx80mm non medtronic pre-dilation device. The device did not pass through a previously deployed stent. Resistance was met when advancing the device. There was a moderate amount of calcium in the vessel. The physician decided to proceed without advancing the sheath and attempted to place the stent. During this attempt it was observed that the stent had become dislodged from the delivery system and when the balloon catheter was removed, the stent remained inside of the patient. The stent appeared to be deformed. The dislodged stent removed was removed via surgery. It was reported that the patient was stable without any complaints or injury. The physician decided to do an open aorto-bi-fem procedure as the patient had other diseased vessels that needed to be addressed. The patient did well with the procedure.

Manufacturer narrative:
Product analysis: the device was returned with a 0.035¿ guidewire. The guidewire was in two pieces. The device was loaded on a 6fr sheath and the balloon was in a pre-inflated state with no stent present. The dislodged and deformed stent was stuck on a broken section of the guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.